Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22065. It was reported that a patient presented in an unknown manner. Upon interrogation, it was found that the patient's right atrial and right ventricular lead exhibited noise. No over-sensing of noise was reported, and no additional interventions were performed. The patient did not suffer any adverse consequences.